Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d4; g3; g6; h1; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The designer of this device conducted an investigation into the reported issue and supplied the investigation results. Review of case history found the tmj components were designed and released correctly per the applicable procedures. The designer reviewed the pre-op planning and post-op scans and determined it was possible insufficient bone was removed on the right side of the implant, resulting in impingement when attempting to place the left mandible component. The left side final position was much lower, approximately 1cm, than the design. This was likely related to insufficient bone removal on the left side. The designer also observed ankylosis in the patient's scans. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately four (4) weeks ago during surgery, the left mandible component did not fit the patient. The surgeon was not able to open the mouth of the patient, so a bigger resection was made in order to implant the prosthesis. There was a surgical delay of over one (1) hour, but the patient did not experience any health consequences as a result of this event. Attempts have been made and no further information has been provided.